Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was manufactured on a date that was not identified. The device history record was unable to be reviewed for this device since the serial number could not be verified. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. Since the subject device was not returned to the repair department, its condition could not be checked. However, the issue was resolved with a spare lamp. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac advised the customer to make sure that the slide for the spare lamp was in a proper position. Tac mentioned that the spare lamp indicator will blank if the slide was in a neutral position or broken. Tac provided the customer with a phillips 7158, 150w spare lamp part number. A follow up was made and the customer confirmed that the issue was resolved and no device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera pro xenon light source spare lamp indicator is blinking. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no patient harm or user injury reported due to the event.